Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the head from the stem. A meridian stem, and 36 +5 metal head were revised. Rep can provide additional pictures and the revision usage sheet, and is attempting to obtain the devices for return.